Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding the notation of a leak during 4/5 of automated peritoneal dialysis therapy utilizing homechoice machine. Reportedly, the leak was located in the drain line of the homechoice set. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp.